Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer the lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the recanalization catheter has been activated for two minutes in the sfa, the metal tip separated from the catheter. The device was retracted without issues. Another recanalization catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported to date for this lot number and issue. Visual/functional inspection: the catheter was returned bloody. A complete core wire fracture was noted 6.1cm from the distal tip. The core wire was protruding from the catheter at the location of the fracture. The catheter was stretched and bunched at the location of the core wire fracture. The tip was examined under magnification and the outer catheter had been pulled out from the distal metal tip. No other anomalies were noted to the crosser catheter. Conclusion: the investigation is confirmed for a complete core wire fracture and material separation based on the condition of the returned sample. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser s6 catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.